Event description:
It was reported that, during an in-clinic follow-up, there were episodes of noise resulting in oversensing and automatic mode switching (ams) on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. The suspected cause of the noise was ra lead insulation damage, which was not confirmed with diagnostic imaging. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.